Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One gripper did not lower. The mitraclip was replaced with a new device. Two clips were implanted and the mr was reduced to grade 2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported gripper actuation issue. Additionally, the gripper cover was found to be bulky, and the gripper arm was observed to be caught by the harness pulling side. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis, the reported gripper actuation issue is due to the harness pinching the gripper arm cover. The cause of the observed gripper arm cover pinched by the harness and bulkiness on the gripper arm cover cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.